Event description:
It was reported that the patient was having an issue with his recharger and that there was a communication problem. The last time any stimulation was felt or there was a successful recharging session was 1 to 2 months prior to the date of this report. It was thought that the implant could be in overdischarge. The primary reason for overdischarge was notably due to patient compliance. Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. However, information obtained later stated that the patient had received a new implantable neurostimulator (ins) because after overdischarge the battery was dead. A prime ins was implanted. The patient was unclear on the year this occurred. The stated overdischarge took place when the patient was camping and didn¿t have a power source to charge the ins. It reportedly took 18 months after the overdischarge to get the ins replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product event summary #pli 10 ((B)(4) restore ultra ins) reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because it was reported that the ins was in an overdischarged state due to patient non-compliance. They had not charged their device in 1 to 2 months. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation (B)(4) - (CAPA monitor - overdischarged batteries c/pas (B)(4)). The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend - (overdischarge: (B)(4)). Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a formal investigation. Event was related to normal or expected complications or performance as disclosed in product labeling. Based on the event information, there are no anomalies found with the ins. Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).